Event description:
It was reported that a spectrum pump was constantly alarming for "door not fully latched." No further information was provided.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Evaluation confirmed the symptom of "constant door not fully latched messages." The force to secure the door was above the expected levels, and if not applied will cause the alarm to occur. This device will be reworked to correct this condition.